Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Review of the event log identified the iipv event. The cause of the iipv event was determined to be caused by a false empty detected and use error, as the user inappropriately bypassed a low drain volume alarm. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. The guide gives instructions on how to bypass a low drain volume (ldv) alarm. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be submitted.

Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 23:43:48. During night drain cycle five, the patient's ultrafiltration reading was 1291ml, indicating the home patient (hp) drained 1291ml more than their maximum programmed fill volume of 2000ml. No additional information is available.